Event description:
It was reported to boston scientific corporation that a resolution clip device was to be used during a procedure. According to the complainant, after advancing the resolution clip device to the target area, the physician was unable to "grasp the tissue to take a sample" using the clip assembly. Reportedly, the clip assembly would slip off the site without taking any tissue. The device was withdrawn from the patient, and the procedure was completed with another resolution clip device. No patient complications were reported as a result of this event. This event has been deemed reportable based on the preliminary investigation results; oversheath torn.

Manufacturer narrative:
(B)(4) for the preliminary evaluation finding of oversheath torn. The complaint device has been received by the manufacturer; however, the failure analysis is still being performed. Preliminary findings revealed that the oversheath was torn. Therefore, this event is now considered MDR-reportable. A supplemental medwatch will be submitted once the final device analysis has been performed and the complaint investigation has been approved.

Event description:
It was reported to boston scientific corporation that a resolution clip device was to be used during a procedure. According to the complainant, after advancing the resolution clip device to the target area, the physician was unable to "grasp the tissue to take a sample" using the clip assembly. Reportedly, the clip assembly would slip off the site without taking any tissue. The device was withdrawn from the patient, and the procedure was completed with another resolution clip device. No patient complications were reported as a result of this event. This event has been deemed reportable based on the preliminary investigation results; oversheath torn.

Manufacturer narrative:
A visual examination of the returned device found the clip assembly was connected to the bushing however; the prongs could not be opened, as they were locked into the capsule. The clip assembly was deployed and two clicks were heard. Additionally, a kink was present in the control wire. Further evaluation revealed that the over sheath was torn and stretched. Only 4 inches of the proximal end of the over sheath was returned. The complaint of clip failed to deploy was not able to be confirmed since the clip assembly was able to be deployed. However, the event may have occurred due to anatomical/procedural factors which limited the device performance as evidenced by the kink in the control wire. Therefore, the most probable root cause is operational context. A review of the design history record (DHR) was performed; no anomalies were noted.